Event description:
During preparation for use of the pump for a cardiopulmonary bypass procedure, the local display of the roller pump did not display the intended alphanumeric characters properly. All of the segments of the led display were illuminated. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.